Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer replaced the battery and received a battery out limit message that she was unable to clear. Customer was unable to provide blood glucose readings. Customer stated the insulin pump was underneath a towel while she was at the pool. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. No battery out limit alarms could be confirmed due to the keypad anomaly.